Manufacturer narrative:
The investigation for the reported positioning issues has been completed. The impella device has not been returned for evaluation. However, clinical details were sufficient to determine the root cause. The root cause of the positioning issue was use related. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient noted with cardiomyopathy was implanted with an impella cp device for mechanical circulatory support. During support, the impella cp pump came out of position. The pump could not be delivered back to the position within the left ventricle (lv) so the pump was explanted. The patient was reportedly stable.